Manufacturer narrative:
This is a definitive report. This case is received by bioventus on (B)(6) 2022 and it was forwarded to manufacturer on december 2. Additional information was provided on december 16 and 17 by bioventus. There were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for the lot 4x2c09. No similar case has been reported in the use of lot 4x2c09. Any contamination within the product was therefore unlikely. It was considered that the subsequent event was not related to the product. (B)(4).

Event description:
(B)(6) 2022- a 77 year-old female patient received a supartz fx injection into the bilateral knees for oa. (B)(6) 2022 - the right knee was reported to be infected and the patient was hospitalized. Ultrasound guidance was not used, a 21 gauge need was used to administer the injection. According to communication between the physician and sales representative on (B)(6) 2022, the patient did have a septic reaction. Cultures showed infection of group b strep. The patient had a clean out procedure of their knee. The patient was released from the hospital and is recovering.